Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The patient reported becoming aware of the event approximately three years post implant. The patient also reports post traumatic stress disorder, chest pain and anxiety related to the filter. According to the implant record the indication for the filter implant was prophylactically for prevention of pulmonary embolism due to a traumatic pelvic fracture and associated blood loss, after falling from a horse and therefore unable to be anticoagulated. The filter was placed via the right femoral vein and deployed between the level of l2-l3 vertebral body. Once the filter was deployed, another venogram showed that the filter was in excellent location without any tilting or migration. The patient was transferred to intensive care unit (ICU) and there were no complications from this procedure. There is currently no additional information available for review.the product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Post-traumatic stress disorder (ptsd) is a disorder that develops in some people who have experienced a shocking, scary, or dangerous event. The most common events leading to the development of ptsd include, combat exposure, childhood physical abuse, sexual violence, physical assault, being threatened with a weapon and having been involved in an accident. Many other traumatic events also can lead to ptsd, such as fire, natural disaster, mugging, robbery, plane crash, torture, kidnapping, life-threatening medical diagnosis, terrorist attack, and other extreme or life-threatening events. Symptoms may include negative thoughts about oneself or others, hopelessness, memory problems, feeling detached from family and friends, a lack of interest in activities once enjoyed, and feeling emotionally numb, to name a few. Ptsd does not represent a device malfunction and may be related to underlying patient specific issues, with the limited information provided it is not possible to draw a conclusion to the issue and the device. Anxiety and pain, also, do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, inferior vena cava (ivc) perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient sustained a traumatic pelvic fracture after falling from a horse and developed acute anemia due to pelvic fracture and blood loss. Placement of the ivc filter was requested for prevention of pulmonary embolism (pe) and high risk of deep vein thrombosis (dvt) as the patient was unable to be anticoagulated with pharmacologic agents. The right groin was prepped and draped in sterile fashion. The right femoral vein was cannulated using seldinger technique, and a glidewire was placed under direct visualization using fluoroscopic image guidance, followed by the optease filter system catheter. The venogram obtained showed no problems in the iliac vein; the ivc looked clean; there were no intramural disruptions or thrombosis and the renal vein was identified. The optimal location of the filter system was noted to be around the body of l2 and l3. The optease filter system was deployed between the body of l2 and l3. Once the filter was deployed, another venogram was obtained. The filter was in excellent location without any tilting or migration. The patient was transferred to intensive care unit (ICU) and there were no complications from this procedure.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava. According to the information received in the amended patient profile form (pp), the patient reports perforation of filter struts outside the ivc and further experienced post-traumatic stress disorder (ptsd), chest pain and anxiety related to the filter, becoming aware of these events approximately three years after the filter implantation.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b7, d1, d4, d11, g1, g3, g4, g7, h1, h2, h4 and h6. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) approximately three years and two months post implant. According to the implant record the indication for the filter placement was prophylactically for pulmonary embolism and high risk of deep vein thrombosis due to a pelvic fracture after falling from a horse. The patient was also anemic due to the fracture. The filter was placed via the right vein and deployed between the body of l2 and l3. A venogram was performed and the filter was in excellent location without tilt or migration. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of significant pelvic fracture after falling off a horse, acute anemia due to pelvic fracture, blood loss. This indication for implantation was that the patient was unable to anticoagulate with pharmacologic agents for deep vein thrombosis and pulmonary embolism prophylaxis. The filter was deployed via the patient's right femoral vein. It was placed between the l2 and l3 vertebrae. The filter was in an excellent location without any tilting or migration.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc).

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, ivc perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.